Event description:
During an incident on an unknown date when used on an unknown patient determined to be in asytole by a pro pack monitor, this defibrillator would not power on. There were no messages on the screen and no beeps. The customer has tried all 4 of their batteries in anothee defibrillator and they were able to power up that device, but not this one. The customer stated his battery charger had a bad connector at the end where it plugs into the defibrillator.